Event description:
It was reported that a flogard infusion pump had an unspecified malfunction. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Evaluation summary: the sample was visually inspected and functionally tested. The reported condition of a malfunction was confirmed as the f-94 alarm, as it was the only alarm to occur during service. The cause of the f-94 alarm was determined to be defective main batteries associated with a non-functional power cord. An inoperative power cord would prevent the main batteries from charging and cause the main batteries to go into deep discharge. The main batteries and power cord were replaced to resolve the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.